Event description:
When the clip applier was fired, the clips came out crossed instead of straight. The doctor tried to refire the clip applier with the same result. A new clip applier was opened and used without incident.